Event description:
The recipient's electrode had reportedly migrated to the ear canal and the recipient has been experiencing ear discharge for the past two years. Revision surgery is scheduled. Advanced bionics is in the process of gathering more info. Once additional info is received a supplemental report will be submitted.

Manufacturer narrative:
The external visual inspection revealed the electrode was damaged prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed damaged electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one fo the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
It was reported that the recipient twas experiencing ear discharge due to middle ear infection. The recipient was hospitalized on (B)(6) 2015.

Manufacturer narrative:
The recipients ear discharge was from the middle ear. The recipient's device was explanted.